Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310f27 tissue valve, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that implantable pulse generator (ipg) battery reached end of life (eol) and was unable to be interrogated. There were no pacer spikes on the electrocardiogram. The patient was reported to have a heart rate in the 40s. There are plans for ipg revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.